Event description:
A (B)(6) female patient's nurse contacted zoll customer support to report constant check belt messages. Support reviewed the patient's download and also reported check te pad messages. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (check belt / check te pad messages) has been confirmed. As received, pins 14 and 15 of the monitor belt connector were damaged. When connected to an electrode belt, these are the high voltage pins that connect the front and rear therapy electrodes, respectively. The cause of the check belt and check te pad messages is the damaged pins. The root cause of the damaged pins cannot be positively identified but is likely physical abuse to the connector. No adverse event resulted from the defective monitor belt connector. The patient received a replacement monitor.